Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 56 and blood glucose was 176 mg/dl. Customer reported that when sensor was removed, cannula was bent. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity and bicarbonate buffer tests and the sensor passed per specifications with accurate readings.